Event description:
It was reported that the bag was still full and did not infuse to the patient over the 24 hours. The pump says it is running and that the reservoir volume had 30 ml left. No patient injury was reported.

Manufacturer narrative:
Other, other text: d4: UDI number is unknown. H6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device is in good condition. Functional testing found the delivery accuracy results are above the specification - the pump was over delivering, not under delivering as reported. No repair performed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).